Manufacturer narrative:
Per the user guide: while the insulin duration setting reflects how long insulin from previous boluses lowers your bg, the iob (insulin on board) feature reflects how much insulin is remaining in your body from previous boluses. Iob is always displayed on the home screen and is used in bolus delivery calculations when applicable. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer delivered a bolus, and while insulin was still active in the body (iob), customer delivered another bolus (insulin stacking) and did not eat enough food. Customer¿s blood glucose (bg) decreased to 25 mg/dl. Customer went to the emergency room (ER) and was treated with saline/glucose. After 2.5 hours, bg was 90 mg/dl and customer left the ER in good condition.